Manufacturer narrative:
Investigation summary: three samples were returned to the plant for evaluation. They are 25 x 5/8¿ assembled in a blue hub therefore failure mode is confirmed. This order was assembled on 4/19/17. The last time blue hubs were assembled on this line prior to this batch was on 3/31/17. A review of the molding data shows that only blue hubs had been run on this mold since december 2016, and the previous batch of orange hubs had been molded in march 2016. Tan hubs had been molded prior to the orange hubs. The most likely root cause would be the needles with the blue hubs, or the blue hubs themselves had been caught in the air-vey system. Six visual inspections were performed on 450 parts with zero defects noted. The batch prior to this batch was for 25 x 5/8¿ with an opaque, orange hub. No quality notifications were written for this batch. Investigation conclusion: DHR review: six visual inspections were performed on 450 parts with zero defects noted. The batch prior to this batch was for 25 x 5/8¿ with an opaque, orange hub. Investigation results: three samples were returned. They are 25 x 5/8¿ assembled in a blue hub. Possible root cause: this order was assembled on 4/19/17. The last time blue hubs were assembled on this line prior to this batch was on 3/31/17. A review of the molding data shows that only blue hubs had been run on this mold since december 2016, and the previous batch of orange hubs had been molded in march 2016. Tan hubs had been molded prior to the orange hubs. The most likely root cause would be the needles with the blue hubs, or the blue hubs themselves had been caught in the air-vey system. Investigation results: three samples were returned. They are 25 x 5/8¿ assembled in a blue hub. Possible root cause: this order was assembled on 4/19/17. The last time blue hubs were assembled on this line prior to this batch was on 3/31/17. A review of the molding data shows that only blue hubs had been run on this mold since december 2016, and the previous batch of orange hubs had been molded in march 2016. Tan hubs had been molded prior to the orange hubs. The most likely root cause would be the needles with the blue hubs, or the blue hubs themselves had been caught in the air-vey system. Rationale: after production of the complaint batch and implementation of the enhanced line clearance requirements, an issue was brought to attention. It was discovered there was an individual removing covers from the air-vey system. This was allowing fully assembled parts to intermittently enter into the air-vey tubing that would generally be blocked off while air-vey bagging from the molding operation. The issue was immediately corrected on 6/21/2017. New covers were designed and fabricated and put in place at the end of june 2017. The individual was coached using the nip shield air-vey visual instruction (na-427v). No further action required.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported the 25 g bd needle 5/8 in. Single sterile, regular bevel, regular wall, orange hub was mislabeled. Found before use. No serious injury or medical intervention noted.